Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: we had 2 instances with product 305916 with lot # 2025239, where the nursing staff is stating that there is a blockage in the needle and cannot be used.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text: see h.10.